Manufacturer narrative:
(B)(4). Date sent: 6/30/2025 b3: publication year of 2024. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: efficiency & safety in colorectal surgery with harmonic 1100 shears authors: nak song sung citation: korean surgical society conference abstracts. Annual congress of kss 2024 76th congress of the korean surgical society (pubmed citation not available). The aim of this study was to explore the benefits of colorectal surgery through the efficiency and safety of the harmonic 1100 shears. The harmonic 1100 shears have undergone several advancements to improve their versatility, including energy regulation for precise tissue cutting and coagulation, reduced heat diffusion, and an ergonomic design for surgeon control and comfort. Reported complications include postoperative complications (n=?). In conclusion, harmonic 1100 shears provide more precise surgery, shorter operating times, reduced blood loss, and fewer postoperative complications compared to traditional electrosurgical instruments, optimizing efficiency and improving patient safety in colorectal surgery.